Event description:
It was reported that during a CABG procedure the mcs20 was used to ligate a branch of the ima. The clip formation was reportedly a line, however 1-2 minutes after the clip was applied the clip slipped off of the vessel.